Event description:
It was reported that the patient underwent an initial knee replacement on (B)(6) 2012. Subsequently, a revision took place on (B)(6) 2013 due to infection. The femoral, poly bearing, patella and tibial tray was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. The tibial tray removed was manufactured in biomet spain. This report is number 1 of 3 mdrs filed for this event (reference 1825034-2013-02027 / 02029).